Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she is out of the country on a cruise and when she removed the insulin pump upon exiting the ship, it fell into the water. Customer retrieved the device and dried it out but it will not respond or turn on. Customer has been on a back-up plan since the incident occurred on (B)(6) 2016. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that the pump was submerged in water. Customer stated that it fell in less than 1 foot of water and there is fluid under the lcd display. Customer was explained that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.